Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "significant symptoms" and that their device had reached elective replacement indicator (eri). The patient reported that "atrial pacing automatically shut off". The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.